Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to implant the device experienced a power-on reset issue. The device was not implanted and no patient complications were reported as a result of this event.